Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Patient tracking specialist contacted technical solutions in order to report a pump replacement. Director of post market surveillance contacted representative covering the issue for more details. Representative confirmed that the patient was involved in a serious car accident. Physician is unsure if this contributed to the issue resulting in explant. A cap procedure was performed which confirmed that the catheter was patent. The patient's pump was stopped and the patient went back to orals. The pump was replaced at a later date.

Manufacturer narrative:
Pending additional follow-up information. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 93% efficiency. Internal complaint number: (B)(4).